Event description:
It was reported that control-iq suspended basal insulin delivery because cgm readings were inaccurate, while customer fingerstick showed high blood glucose of 21.7 mmol/l. There was no adverse impact to the customer's blood glucose level. Customer gave a correction bolus using pump, did not need help from others, and technical support contacted cgm manufacturer and explained that the automated insulin system depends on accurate sensor data to adjust insulin, which caller understood and acknowledged.